Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2018, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the ins for approximately 5 years and it used to provide symptom control but then this stopped. The physician stated that an impedance check done prior to surgery (date unknown) showed the lead impedances were abnormal. There were no environmental/external/patient factors reported that may have led to the issue. Due to the patient stating that the device was not working and the high lead impedances, the patient was scheduled for a surgical revision/replacement procedure. At the procedure, the ins battery and ¿partial lead¿ were removed. When the physician went in to remove the implanted devices on (B)(6) 2020, it was noticed that the lead wire had a clean break above the electrode with a part of the lead remaining in the patient. This break did not occur during the surgical procedure. Both the ins and lead were replaced. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.